Manufacturer narrative:
The reported condition of overinfusion was not confirmed or duplicated, therefore an assignable cause could not be confirmed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The device has not been previously serviced for the reported condition. (B)(4).

Event description:
This is a report received by baxter (B)(4) on a colleague triple channel infusion pump device that delivered more fluid than intended during patient therapy. The nurse attempted to deliver 48 ml dormicum solution in 24 hours to the patient. The setting values were as follows: rate: 1 ml/hr, total volume: 24 ml. Therapy started at 12:00 am, but the infusion finished in approximately 2 hours 15 minutes. There was no injury or medical intervention associated with this event. This device utilizes user interface module master software version 5.48.92 categorized as remediated.